Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported there was no patient involvement at the time the issue was discovered. It was determined that the unit had a 1st generation light crystal display (lcd) and may require an upgrade to the 2nd generation lcd by the remote service engineer (rse). The rse provided the customer with the part number of the user interface (ui) assembly. The customer then requested onsite service. A philips authorized service provider (asp) went onsite and replaced the ui assembly. The philips asp replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.